Manufacturer narrative:
The complaint for "lead migration" was confirmed based on event details "the patient's right octrode had migrated down from t8 to t11-t12 confirmed via x-ray. Patient was getting some effective therapy but had lost some back coverage. It is unk if the patient had any falls or trauma before the change in stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Refer to MFR report 1627487-2014-20001. It was reported that the patient was receiving ineffective coverage. X-rays confirmed one of the scs leads had migrated. As a result, leads were explanted and replaced which resolved the issue. It was also reported that the scs ipg was electively explanted and replaced.